Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose levels. Customer took correction boluses, syringe boluses, and changed our her infusion set to stabilize her blood glucose levels.